Event description:
It was reported that during a hepatectomy procedure, the device available can't open when the surgeon done the firing stroke. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jammed knife, damaged release button. The device was returned with the closing trigger and firing trigger in the closed position. The device was received with a reload loaded in the device; the reload was noted to be fully fired. Upon further inspection of the device, two clips were found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Furthermore, the clamping mechanism was noted to be damaged; therefore no functional testing could be performed. The device was disassembled to verify the condition of the internal components; the release button and release button post were noted to be broken, the possible cause of this condition may be to pull the closing trigger to the open position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? Gastric tissue at what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? . If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? After the device was removed was there any tissue damage? If there was damage how was the tissue repaired? Is there any other additional information you would like to share about this device or procedure?